Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that 10 days post implant, the pt returned to the operating room for a sternal debridement. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined through this evaluation as the left ventricular assist system (lvas) was not returned to the manufacturer. It was reported that the patient returned to the operating room for a sternal debridement due to infection. It was also reported that the patient was discharged and has been doing fine since the procedure. The patient remains ongoing on pump support and no further events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists infection as a potential adverse event that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient's sternal debridement was due to infection. The patient was discharged and has since been doing fine.